Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: high blood ion values cr 22,6 & co 27,6 (metallosis). Revision date unknown.

Event description:
Asr revision, asr resurfacing- left, reason(s) for revision: high blood ion values cr 22,6 & co 27,6 (metallosis). Revision date unknown. Update - filled out mw fields, added revision date taken from claimsuite dated (B)(6) 2014. Update - updated revision date taken from claimsuite dated (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing- left, reason(s) for revision: high blood ion values cr 22,6 & co 27,6 (metallosis). Revision date unknown. Update - filled out mw fields, added revision date taken from claimsuite dated (B)(6) 2014. Update - updated revision date taken from claimsuite dated (B)(6) 2014. Update - marked as legal, added kid number, added additional surgeon and hospital and added manufacturing dates. Taken from (B)(6) email dated (B)(6) 2014. Update: (B)(6) 2014 - reopened to amend patient harm and product related category to show correct reasons - high blood ion values.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: high blood ion values cr 22,6 & co 27,6 (metallosis). Revision date unknown. Update - filled out mw fields, added revision date taken from claimsuite dated 7th feb 2014. Update - updated revision date taken from claimsuite dated 11th feb 2014. Update - marked as legal, added kid number, added additional surgeon and hospital and added manufacturing dates. Taken from (B)(6) email dated 7th august 2014.